Manufacturer narrative:
We are at this point attempting to gather further details and info about the reported event. When we have received all that can be received and evaluated the info, whatever conclusions or root cause that can be discerned will be the subject of a follow-up report.

Event description:
Our rep reports that a pt had an arthroscopic shoulder repair sometime in 2008. Sometime subsequent to the surgery, the pt presented with pain and an x-ray determined that the versalok fixation device had come out of it's bone hole and was floating around the pt's joint space. A re-surgery was performed on ten days later, the versalok was removed and the surgeon employed several fastin rcs and a pushlok by arthrex as a means of remedy. This repair was concluded successfully without further incident or harm to the pt. The surgeon stated that this had happened 3 other times in the recent past, approximately the same scenarios, did not report these and used basically the same remedy. Did not elaborate on dates and times. See associated mdrs 1221934-2008-00083, 1221934-2008-00084, and 1221934-2008-00085.